Event description:
It was reported the device displayed -battery depleted- alarm and has a damaged front and rear case. No patient injury was reported.

Event description:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Additional information was received indicating that the event occurred during testing; there was no patient involvement.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to any previous repair. Visual inspection found the device in good condition with no appearance of any physical damage; all was intact. There was evidence of the reported problem recorded in the event history log. The customer reported problem was not verified/duplicated, however, battery depleted messages were found in the event history log. As a preventative measure the microprocessor unit board was replaced. Also in the investigation, damaged front and rear case issue was verified, and for corrective action, rear/front housing assembly were replaced. The root cause of the reported problem was traced to user interface. Product is beyond 21 years from manufacture date of 2000-06 and there was no indication of a manufacturing defect during the investigation, so a device history record review is not required. Service history review identified this device has not been in for service in the previous 4 years and there was no indication of a service issue during the investigation.